Event description:
Patient contacted dexcom technical support on (B)(6) 2012 to report that the sensor insertion leaves his skin itchy, red and inflamed. Patient attributes the discomfort to the sensor and not the sensor's adhesive. Patient has consulted with his physician and was recommended the use of cortisone. Patient reports that the cortisone helps with the redness and the itchiness after 4-5 days, but that a dark spot, that does not go away, can be seen at each sensor insertion site. At the time of his call to dexcom technical support, patient was still using cgm and still experiencing the same skin reactions.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have cause or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.